Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a low battery and went blank shortly. Customer also reported that the reservoir was showing empty but it still has a lot of insulin. Upon checking the alarm history, there was a pump error. Customer stated the device was exposed to high magnetic field. Customer was able to rewind the device. Blood glucose level at the time of the incident not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The motor was tested outside of the device and passed. No unexpected low battery alarm noted during testing. Software error detected alarm found in the insulin pump history due to software error.